Event description:
It was reported that bd viper¿ lt system obtained false positive result from viper and upon repeating sample collection and test a negative result was obtained. No injuries were reported. The following information was provided by the initial reporter: received a false positive result from viper for hpv 16 and two other pools, and upon collecting a new sample and repeating the test in another methodology, the test was negative.

Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter address: (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd viper¿ lt system obtained false positive result from viper and upon repeating sample collection and test a negative result was obtained. No injuries were reported. The following information was provided by the initial reporter: received a false positive result from viper for hpv 16 and two other pools, and upon collecting a new sample and repeating the test in another methodology, the test was negative.

Manufacturer narrative:
H.6 investigation summary: a failure of a false positive was reported on a viper lt instrument (p/n 442839, (B)(6)). The customer reported a false positive failure. A bd field service representative reviewed the case and contacted the customer. However, the customer could not repeat the sample on the viper lt. Due to the user loss of traceability, the complaint was closed without root cause or resolution. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause is unknown. Bd quality will continue to closely monitor for trends associated with this complaint.